Event description:
The customer called to report that after an ecp treatment, the patient suffered from an episode of cramping. Issue started on: (B)(6) 2012. Reported on (B)(4) 2012. Clxecp (B)(4). The instrument was set in double needle mode fluid balance at end of treatment +446 ml. Heparin used as a/c. Reinfusion of bc at 5 ml/min. The patient had another episode of cramping 12 hrs later after receiving ecp. Next-day ecp treatment was cancelled. The customer could not provide any more details at the time since they were not present when this happened. The customer did not think that the episodes were necessarily linked to ecp. Additional information received on (B)(4) 2012: customer confirmed that the patient suffered from a cerebral seizure. Last treatment (4th treatment in total) was (B)(6) 2012 - no issues, but this patient will no longer be treated by ecp, because it is considered that the psychological stress for the boy and his family is too much. During treatment, the patient reacts to fluid shifts with a headache which indicates increased pressure in the brain. When this occurs, patient will start screaming and work himself into a state of hysteria. Information received on (B)(4) 2012: cerebral seizure occurred once only, after treatment. During treatment, child patient reacted to fluid shifts with a headache.

Manufacturer narrative:
Based on the information available today and on customer statement that children reacts to fluid shift (therefore independently to the drug) this adverse event has been assessed by medical affairs as device related and therefore reportable under the device (30 days) regulation. (B)(4).